Event description:
Service and repair report stated the insertion handle and aiming are not aligned properly. Contacted (B)(6) and he stated this happened in surgery. Parts were sent to repair on (B)(4) 2013. No other information is available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The report states that the insertion handle and aiming were not aligned properly. The product was received at service and repair who conducted a visual evaluation and determined that the device could be repaired. The device was repaired and returned to the customer. A review of the device history records has been requested. There is no further information available on this event. If any other information is received this will be reported via a supplement. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint issues.